Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, d9, g1-2, g3, g6, h2, h3, h6, h11. The following sections were corrected: g1-2. Visual examination of the returned bearing identified that it exhibits signs of use (wear) and confirms the complaint in that the device has fractured. The returned bearing was sent for further analysis which concluded that possible delamination seen on the inferior side was possibly caused by overloading, which potentially could also exacerbate oxidation in the bearing leading to embrittlement. Possible plastic deformation was seen on the inferior side of the bearing which may have been caused by the bearing surface slipping out of place with respect to the tibial tray, possibly leaving some surface area of the bearing unsupported and overloading the supported area. However, the possible timeline of these failure modes cannot be stated with certainty. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records were received an reviewed by a health care professional. It was reported that a patient had an initial right medial unicondylar knee arthroplasty performed. The patient had been doing well until approximately 5 years later was walking up the stairs and felt a sudden pain in the knee. X-rays confirmed bearing dislocation due to fracture. The patient was then revised to replace the fractured bearing. The bearing was upsized to provide better stability. The tibial and femoral components remained intact without sign of loosening or complications. Medical documentation reports morbid obesity within the significant past medical history of the patient. Radiographs were received and reviewed by a radiologist. On the day of the initial right medial unicondylar knee arthroplasty: medial unicompartmental arthroplasty is anatomically aligned with no evidence of acute complications. Skin staples are in place. The femoral component articulates with the posterior aspect of the tibial component. Day before the revision surgery: since the prior examination, the polyethylene bearing has fractured, with a fragment displaced posteriorly. Implant alignment remains unchanged, and there is no radiographic evidence of loosening. Implant size and fit appear appropriate on all imaging views. As previously noted, the femoral component continues to articulate with the more posterior portion of the tibial component. This configuration may contribute to abnormal stress on the posterior bearing. Bone quality is consistent with osteopenia. Based on the available information, a definitive root cause cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: associated medical devices: oxf uni tib tray sz b rm PMA; item#: 154721; lot#: 6493858. Oxford uni twin-peg femoral sm; item#: 166941; lot#: j6557573. Optipac 40 refob bone cmt r-3; item#: 4710500394-3; lot#: 848ba06900. G2 - foreign: germany. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial right medial unicondylar knee arthroplasty. The patient had been doing well until approximately five years post-implantation when they experienced sudden knee pain while walking up the stairs. X-rays confirmed a bearing dislocation due to fracture. Approximately five years and four months post-implantation, the patient underwent a revision to replace the fractured bearing, which was upsized to provide better stability. The tibial and femoral components remained intact, with no signs of loosening or complications. Attempts have been made and no further additional information is available at the time of this report.